Event description:
It was reported that a patient's pump had been alarming for two days and was showing a pump memory error and low reservoir volume alarm. A follow-up report will be sent if more information becomes available.